Event description:
Hill-rom rec'd a report from the account stating the nurse call would not work. The bed was located in the bed shop at the account. There was no pt injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call cable needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the call cable to resolve the issue. Based on this info, no further action is required.